Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the complaint could not be duplicated or confirmed. Data from the date of the complaint had been overwritten due to continued pump use. There was no visible damage to the battery compartment. The returned battery cap contact measured within specifications. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no moisture or loose components was found inside the pump.